Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had fridge failure. The customer reported that a malfunction took place when the user tried to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that there were no additional findings. A field service engineer confirmed that there was no failure at the station. The system functioned as intended after the field service engineer verified the device.